Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues with transmitter and sensor. Customer states that transmitter was about 200 points off. Customer's sensor glucose was 40 and blood glucose was 240 mg/dl. Customer received a calibration error and change sensor alert. Customer reported that blood glucose dropped to 30 mg/dl, which was treated. Customer also reported that sensor cannula was split when removed.